Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing separated from the male luer during an infusion of normal saline. The patient noticed blood leaking from the separation site. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd adapter; 10mlbd syringe, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing separated from the male luer during an infusion of normal saline and dexamethosone. The patient noticed blood leaking from the separation site and called the nurse. The nurse quickly changed the patient's luer lock to prevent possible contamination from the open tubing connector that had been left open to air at the time of the tubing separation.

Manufacturer narrative:
The customer¿s report of IV tubing separating from the male luer and leaking was confirmed. Visual inspection noted the male luer was completely separated. Examination under magnification did not reveal evidence of bonding solvent at the bond site between the male luer and tubing. There were no additional signs of damage or abnormalities. Functional testing was deemed unnecessary due to separation. The root cause of the separation, and subsequent leak, was determined to be an insufficient solvent application at the male luer-to-tubing bond site during manufacture of the set.